Event description:
This patient had breast augmentation in october, 1986 with silastic silicone implants. The patient then developed pain in the both upper extemities. From 1989 she has developed fatigue. She has experienced dry eyes and short term memory loss. The patient had a bilateral periprothetic capsulectomy with removal of both implants. Both implants were found to be intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. The device was destroyed/disposed of.